Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and stem loosening at the cement/implant interface. Competitor cement was used at the time of original implantation. Pain was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address instability and stem loosening at the cement/implant interface. Competitor cement was used at the time of original implantation. Pain was also reported. Doi: unk; dor: (B)(4) 2013 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. It was reported the femoral stem was re-implanted/re-cemented. Re-implanting a depuy device is not recommended use. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.